Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post-implant the patient may have a perforation. Additionally, the lead had pacing failure at high thresholds and high impedance. The lead was explanted. No further patient complications have been reported as a result of this event.